Event description:
It was reported on (B)(6) 2010 that there was an intermittent audible alarm from the pump and that there was no medical or therapy problem. It was later reported that there was troubleshooting of the pump rotor, continuing treatment of cellulitis and the pump was replaced. Dilaudid was in the pump. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)